Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additionally, an x-ray was performed and confirmed the dislodgement. Subsequently, the physician opted to leave the rv lead as is. The rv lead was sitting in a good position and functioning as expected. No adverse patient effects were reported. This rv lead remains in service.